Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps- 6400 of battery depleted alarm was revealed in event log and during duplication of testing. This is isolated to a faulty motor. Action and repairs were completed to replace the motor. Unknown cause of event and device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps. 6400 completed.

Event description:
Information received indicating that a smiths medical cadd legacy 1 pump gave battery depleted alarm. It was reported that the reported event did not occur while in use with the patient.